Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated that the loaned arctic sun device was not reading accurate core temperature of patients. Informed that it always read 0.5 degrees off. The device has been returned. However, they would like to raise this issue so that the device could be tested.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated that the loaned arctic sun device was not reading accurate core temperature of patients. Informed that it always read 0.5 degrees off. The device has been returned. However, they would like to raise this issue so that the device could be tested.